Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call and wanted to check insulin pump as was experiencing high blood glucose of 311 mg/dl and went to the hospital. Troubleshooting found that the customer's drive support cap, programming, basal rates and bolus history are all normal. Customer declined to perform high pressure test. Customer was advised to monitor pump and to follow up with doctor.